Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed findings that could have directly contributed to the current complaint. The previous reported problem 'reload set error' was confirmed in the previous review of the event history log (ehl) review and reproduced during the previous evaluation. Evaluation determined the causality to be an out of specification ultrasonic sensor. The upstream sensor was required to be replaced to correct the reported issue at the previous service of the device. The reported condition of constant false upstream occlusion alarms was verified. The device was found out of specification in relation to the customer reported 'constant/ false upstream occlusions' which were verified through a review of the event history log but not reproduced during evaluation. The cause was determined to be an out of specification ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant false upstream occlusions. There was no known patient injury or medical intervention associated with this event. No additional information is available.